Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 107 mg/dl. The customer also reported that the insulin pump alarmed motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A constant motor error alarm was noted due to a corroded motor home switch. A cracked end cap and a loose and protruded drive support disk was noted. A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.